Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon would not deflate during the pretest. As a result, a new device was used to perform the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter's balloon would not deflate during the pretest. As a result, a new device was used to perform the procedure.

Manufacturer narrative:
Received 1 used latex catheter with the criticore basin and water syringe still attached and the original unit labeling. Per the visual inspection, nothing was found to contribute to the reported event. During the functional testing, the balloon was inflated with 10cc of water and it was found that the balloon deflated easily in 12.20sec. The specification is less than 20.7sec; therefore, the sample met specification. Reported event was unconfirmed as the reported event was unable to be duplicated in the laboratory. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter's balloon would not deflate during the pretest. As a result, a new device was used to perform the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley balloon would not deflate during the pretest. As a result, a new device was used to perform the procedure.